Event description:
The customer alleges the scooter lurched forward pinning his leg against a church pew; the injury required hospitalization.

Manufacturer narrative:
Device eval anticipated but not yet begun. A follow up report will be submitted upon completion of investigation.